Manufacturer narrative:
Additional information: d10, h3, h6 h3. Device evaluation summary: visual examination revealed the screw was broken at the base of the screw head. Optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with progressive striations consistent with cyclic fatigue. The lower threaded portion of the screw was not returned for analysis. This type of damage is consistent with cyclic fatigue followed by overload once the fatigue had weakened the material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840006535, 510k # k091974, UDI # 00613994579638 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented with lumbar spinal canal stenosis; and had underwent posterior lumbar interbody fusion at l4-l5. On (B)(6) 2020, the patient underwent a surgery to extend the fixation range from l4-l5 to l3. During this surgery, when the set screw and the rod (which had been inserted in the previous surgery) were removed, it was found that the screw on the right side of l5 was broken at the head base. It was tried to remove the broken screw but only the head of the screw could be removed while the thread part could not be removed and remained implanted in the patient. Fixation with rods was performed on the left side of l3-l5 and right side of l3-l4, and the operation was completed.